Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed due to a shorted c615 that caused the f600 component on the computer/analog board to measure open. The root cause for the shorted u1003 and open f600 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.